Manufacturer narrative:
The returned device was evaluated and a kink was found on the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. Timeouts were observed in the data, but no drive stalls were present. Alarm was not generated. The cause of the high pulse width could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide:  model: 18320,  18296-eng-aw rev b 06/18. Blood glucose readings:  chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose levels reached 530 mg/dl while wearing the pod between 1 and 4 hours. Patient's mother reported that patient was vomiting and had high ketones, which were "flushed out" by drinking a lot of water. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied, a correction was delivered and temp basal setting were increased by 80% for 3 hours.